Event description:
A malfunction was reported on the pump, specifically with malf 12. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact. The customer was provided with pump reset information but did not have a charging cable available, so they chose to rely on multiple daily injections (mdi) for insulin delivery. No further assistance was required, and the customer was informed to call back if additional help was necessary. Upon follow up it was confirmed that the same malfunction code did not reoccur. Customer may continue to use the pump. Cts instructed caller to call back if any malfunction code recurs. Caller acknowledged and understood. Cts assisted caller with reloading cartridge and rejoining cgm.